Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced a cardiac tamponade. After a pulsed field ablation (pfa) procedure with a farawave pulsed field ablation catheter, the patient began to feel some chest pain. After further examination, it was determined that a pericardiocentesis was required to solve the complication. Approximately 250 ml of blood was withdrawn from the patient, and the event has been resolved. The patient had successfully recovered from the event. The device is not expected to return as it was disposed.